Manufacturer narrative:
A company representative (cr) assessed the system and was unable to replicate the reported event. The cr, however, found tension within the cabling to the delivery board that could be a potential contributor to the reported event. The system met company specifications. Based on quality assurance assessment the product met specifications at the time of release. The tension within the cabling to the delivery board is a possible contributor to the gantry movement. However, based on the information obtained, the root cause of the reported event cannot be determined conclusively. (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A certified ophthalmic assistant reported unwanted gantry movement prior to surgery. Additional information has been requested.